Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to a conclusive cause for the reported detached hub. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device unpackaging and prior to use, the hub of the 3.0 x 8 mm xience alpine was detached. The device remained in the plastic holder. There was no patient involvement. No additional information was provided.